Manufacturer narrative:
Roche medical assessment of the event states: serum/plasma hcg levels of 1319 miu/ml and 1339 miu/ml represent theoretically a gestation age of 5 week from first day of the last menstruation cycle, transvaginal ultrasonography is the diagnostic test of choice for confirmation of the site of the early pregnancy and may detect gestational sac of 1¿3 mm at a mean hcg level of 1150 iu/l (range 800-1500), however in real world, hcg <1500 miu/ml with absence of intrauterine gestational sac and non diagnostic/conclusive transvaginal ultrasonography cannot distinguish between a very early normal intrauterine pregnancy from an ectopic. In hemodynamically stable patients another sample should be taken after 48h. Hcg repetition levels that do not increase by at least 53% indicate immediate surgical consultation or diagnostic uterine curettage. If our understanding is correct in this case, no increase by at least 53% would be expected, in the absence of pregnancy. The affected patient sample was requested for investigation but it has been discarded. The following information was requested for investigation but was not provided: related calibration and control data. Instrument maintenance status, recent performance testing information, the alarm trace, and environmental conditions (lab humidity). Information on pre-analytic sample handling.

Event description:
The initial reporter alleged that a patient sample had questionably high results when tested with the elecsys hcg test system on a cobas e 411 immunoassay analyzer (serial number (B)(4)). It was alleged that based on the results, the patient was suspected to have an extrauterine pregnancy. The sample was tested twice on the e411 analyzer, allegedly resulting in hcg values of 1319 miu/ml and 1339 miu/ml. The patient allegedly received surgery and no abnormality was found. The patient was allegedly hospitalized for monitoring of hcg. The following information was requested, but was not provided: the patient's gestation age. Symptoms of the patient. Previous hcg values of the patient. Subsequent hcg test results. Diagnosis of the patient, including dates of examinations and findings/results. Results of other blood parameters of the patient. Details on the specific surgery the patient received. Outcome of the surgery for the patient and fetus, including current health condition of both. Information on whether (B)(6) 2022 is the same date of the surgery and the allegedly high hcg results. Detailed information of the patient, including gender, age, complete medications, rationale for hcg testing, and current clinical status. Information on whether the complained sample was measured using a different method. This MDR is being submitted in an abundance of caution.

Manufacturer narrative:
The provided quality control data was within specified ranges. The investigation could not identify a product problem. The cause of the event could not be determined.